Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the information provided, the broken tip of the 4-7 hexdriver was retrieved and the wound was irrigated. Per the complaint, the surgery was finished with a s&n backup device without any surgical delay. Since there was no harm to patient, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint would be re-assessed. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an internal fixation surgery, the tip of a 4.7mm hexdriver broke off in screw head while removing from 4.5 femur plate. Tip was retrieved and the wound was irrigated. Surgery was finished with a s&n backup device, without any surgical delay. No harm to patient.